Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was having high blood glucose readings of 400 to 600 mg/dl, and she over bolused and then had a low blood glucose reading of 41 mg/dl. The customer treated for the low reading with food, and treated for the high with the insulin pump. Customer stated that the high reading may have been due to an infection. The customer declined troubleshooting. Nothing was replaced or returned.